Manufacturer narrative:
H3,h6) no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that the tracker (dogbone) on the microscope was loose. This was noticed during a case, but the site proceeded with the case using another microscope. There was no reported impact to patient outcome. Additional information received indicated the dog bone was tightened and the scope was calibrated. Additional information was received stating that the scope was used often and the connection simply loosened, causing the inaccuracy in navigation. Everything appeared to be fully threaded and in good condition. This occurred in a cranial tumor resection. There was nothing wrong with the navigation system. Rather, the dog bone just needed to be tightened and microscope recalibrated.

Event description:
Additional information was received. The inaccuracy was approximately 1 centimeter. And there was a surgical delay of approximately 20 minutes.

Manufacturer narrative:
H2) please see the additional codes section, section a1-4, and b5 for the additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.